Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1200 mg/dl; cause was not known. Reportedly, the customer experienced a fall and bumped their head due to bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was around 11/10/23 with the issue resolved and no permanent damage. Customer declined a system check with the pump and supplies.